Event description:
Catheter was inserted in 2003 and removed the following month, with an 8cm piece of the catheter remaining in the right main pulmonary artery. Although the exact date for removal of the fragment is not known, it is believed to be removed after feb 2004. No apparent sequelae indicated.